Event description:
Device 2 of 2. Please MFR report #1627487-2010-02495 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient showed signs of infection. A culture was taken and tested positive for staph. The system was explanted on (B)(6) 2010. The patient will likely be re-implanted when the infection clears. The infection is being treated with oral antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. The lead was returned incomplete. Dried blood was observed on some of the lead segments. Functional testing could not be performed on the incomplete lead. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records or the device analysis. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.